Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicate surgery occurred wherein the the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Related manufacturer reference number: 3006705815-2021-05684. It was reported the patient experienced lead migration. As a result, surgery may take place later to address the issue.